Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ventilator interface board was replaced. No report of patient involvement.

Event description:
The hospital reported that pressure control ventilation was not available. There was no report of patient involvement.